Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube separated when the peg tube was pulled down the esophagus. No components of the device fell inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however it was reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the male threaded portion of the dilating tip had pulled out of the female threaded inner ring. The male threads on the dilating tip did not present any damage and adhesive residue was visible on the threads. The inner ring appeared to be slightly twisted inside the silicone tubing and outer ring was found to be in proper position. The silicone tubing did not present any signs of tensile failure. During the evaluation, the outer ring was removed, the silicone tube cut and the inner ring was removed for examination. The inner ring presented slight damage on the flat surface that was facing the dilating tip. A functional evaluation was performed by screwing and unscrewing the inner ring on the dilating tip with slight resistance noted. It was noted that the condition of the returned unit was consistent with the complaint incident that the dilating tip had separated from the tubing. It appears the threads of the mating components were not / partially engaged during the assembly process for this device. Therefore, the most probable root cause of "manufacturing" is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube separated when the peg tube was pulled down the esophagus. No components of the device fell inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.